Manufacturer narrative:
Common device name: prosthesis, ankle, semi-constrained, cemented, metal/polymer. Concomitant medical products: 5084548, 350-02-03 - talar implant sz 3 rt. 5119171, 350-12-03 - tibial plate fb sz 3 rt. 5127298, 350-10-03 - ankle sz 3 locking clip. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that the patient underwent initial taa on his right ankle on (B)(6) 2018. On (B)(6) 2020, patient underwent right ankle revision surgery to remove the taa system, approximately 1 year 11 months post initial procedure. No device return anticipated due to this being a legal case.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.